Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that a red rash and itching was experienced from (B)(6) 2017 to (B)(6) 2017. Patient visited a doctor on (B)(6) 2017 and was prescribed cortisone. Reportedly, the sensor was worn beyond seven days. At the time of contact, it was indicated that the patient was no longer experiencing a reaction. No additional event or patient information is available. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.